Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed kinks in the telescope assembly from femoral marker to the proximal end, sheath assembly from femoral marker to the proximal end and sheath assembly from femoral marker to the distal end. The tip was separated from the device. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area and the non-heat shrink area in the telescope area. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 08jul2016. It was reported that lost image occurred. A 100% stenosed target lesion was located in a moderately tortuous, severely calcified right superficial femoral artery. During a procedure. An opticross imaging catheter was selected to diagnose the target lesion, however, lost image occurred. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good. However, device analysis revealed that the tip was separated from the device.